Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for meter won't go to test when blood is applied (accompanied by symptoms). The expected fasting blood glucose test result range is in the 70's mg/dl. The customer did report symptoms of feeling weak and feet are sweaty. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and meter did not read blood again. The test strip lot manufacturer's expiration date is 08/20/2019 and open vial date is april 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for meter won't go to test when blood is applied (accompanied by symptoms). The expected fasting blood glucose test result range is in the 70's mg/dl. The customer did report symptoms of feeling weak and feet are sweaty. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and meter did not read blood again. The test strip lot manufacturer's expiration date is 08/20/2019 and open vial date is (B)(6)2019. The meter memory was not reviewed for previous test result history.